Manufacturer narrative:
Updating health effect impact code (f) to only include: 4614, 4621, 4641, 4638, 4639, and 4608. Updating type of investigation (b) to only include: 4112, 4109, 4110, 3331, 10, and 4111.

Manufacturer narrative:
A medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [1721504] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. 1600 west merit parkway south jordan, ut 84095 801-253-1600. Corrections to egs medwatch report: d6a - implant date - added. Updated f code to include 4617. Updated g code 788. Updated c code to include 213. Updated d code to include 4315. H.8 updated to reflect [x] initial use.

Manufacturer narrative:
The physician is not alleging the esophyx device malfunctioned contributing to or caused the reported patient adverse event. The physician is alleging the distal end of the device contributed to or caused the reported perforation. The esophyx device was returned to egs for evaluation out of an abundance of caution. The product evaluation noted no signs of sharps on the device and all device functions were found operating properly. Based on the available information received by egs and the medical opinion of an experienced tif physician, the cause of the reported perforation is likely due to the introduction of the esophyx device into the patients restrictive anatomy which exacerbated the initial esophageal tear seen during the pre-tif egd.

Event description:
A patient with a noted "narrow opening" underwent a transoral incisionless fundoplication (tif) procedure. Prior to insertion of the esophyx device, a bougie was used to dilate the esophagus, and a slight esophageal tear was seen during the pre-tif egd. The physician chose to continue the tif procedure with the noted esophageal tear and proceeded to introduce the device. Due to the patient's restrictive anatomy, the esophyx device could not be fully inserted into the patient and the device was withdrawn from the patient. The physician performed a post-device removal egd and a perforation at the posterior pharyngeal wall was noted. The procedure was aborted, clips were placed to treat the perforation, an x-ray was ordered, and the patient was admitted to the ICU. An upper gi series with gastrografin was performed on an unknown date and no esophageal leak was detected. The patient was subsequently discharged on an unknown date.